Manufacturer narrative:
Quality control (qc) was run seven hours prior to the event was within lab-established ranges. Qc was run again 4-5 hours later, and was within range. A bec field service engineer (fse) was dispatched for this event. The fse replaced the modular chemistry (mc) sample probe, the k electrode tip and the cl electrode tip. The fse also cleaned the flowcell and aligned the sample probe. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated false high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2), and/or calcium (calc) results for three (3) patient samples. The false high results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate instrument in the laboratory and those results were reported. There was no change to patient treatment as a result of this event.